Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily calcified right femoral vein was attempted with a proglide device using the pre-close technique via a 7f sheath prior to a percutaneous transvenous mitral commissurotomy (ptmc) procedure. Reportedly, when the proglide device was removed, it was noted that the knot of the suture was not tied firmly. The suture of a new proglide device was successfully pre-placed. The ptmc procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. It was suspected that the failure could be have been caused by the heavily calcified lesion. There was a kink on the device that occurred after the event, not in the course of the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was not confirmed as not all device components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the perclose proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that that the heavily calcified lesion contributed to the difficulties; however, this could not be confirmed. The additional treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was received stating that when the proglide device was removed, the sutures were captured, and the knot was noted to be loose. The sheath was upsized to 14f. The suture of one proglide device was used to achieve hemostasis. No additional information was provided.